Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Investigation in progress.

Event description:
User facility reported that the device was in use with patient. According to reporter, the patient was uneasy and ripped the tube's inflation line. This breakage required an emergency tube change. No permanent adverse effects reported.

Manufacturer narrative:
The reported tts tracheostomy tube 9.0mm tight to shaft cuff was returned for investigation. The visual inspection of one of the devices showed the inflation line had pulled out from where it was bonded with the pilot balloon. Visual and tactile examination of the length of inflation line showed the line had been stretched beyond specified length. The investigation determined that during use, a pull force greater than 1 pound was applied which caused the reported issue. The complaint was confirmed.